Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal degenerative surgery. Intra-op, threads of the product slid. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: microscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread, and is evident around the thread damaged portion of the thread. Functional evaluation with sample mas head the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.